Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. . Investigation summary: the report of a device failing calibration was confirmed and replicated through laboratory testing. The root cause of the reported issue of the device failing calibration is attributed to considerable signs of wear observed in the pumping fingers. The event was reported to have occurred on 20 november 2024. Time of event was not reported. The pumping fingers were replaced with a known-good dchu laboratory bezel due to the pumping fingers were observed with considerable signs of wear. After replacement of the pumping fingers, an attempt was made to calibrate the pump module, which was successful, the pump module infused with an error (1.373%) and a new vpmr of 173.4. On 27 october 2024, at 1:12:22pm, the suspect pump module was attached to pcu s/n (B)(6)and powered on, the module was assigned channel a. At 1:13:53 pm, the pump module was selected, and an infusion of unknown drug was programmed with a rate of 10 ml/hr and a vtbi of 100 ml. The infusion was started. At 1:14:12 pm, the infusion was paused until 3:21:16 pm, when the infusion was restarted. At 4:49:03 pm the pump module door was opened, then the user paused the infusion. Two (2) minutes later the pump module was channeled off. No further events were recorded that day. There was no patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: please replace the pumping mechanism as it was disassembled during the investigation. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device fails calibration. There was no patient involvement.